Event description:
Cutting portion of a robotic large suturecut needle driver instrument not cutting the suture well. I will return to intuitive for reimbursement of remaining lives. FDA safety report ID# (B)(4).